Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve is saturated and manifold valve is clogged. As stated on the repair statement additional malfunction on this device: short circuit in the power switch control panel.